Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, blower mister with IV sets extension or an attachment piece seems to be missing.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Only the hand piece and the malleable shaft with the atraumatic tip was returned back. The filter, braided tubing, pinch clamp, roller clamp, IV spike and chamber was missing. Traces of blood were visible on the hand piece. No visual defects were observed on the atraumatic tip. The plastic tube which allows connection to standard gas and saline sources is attached to the tail of the hand piece and is seen cut. Only a small part (approximately 1 cm) of plastic tube is left attached to the hand piece. The flow volume controller was able to move back and forward with no difficulties. No visual defects were observed on the atraumatic tip. Based on the investigation and condition of device as received the complaint for reported failure "component missing" is confirmed. The certificate of conformance was reviewed for reported lot number. The vendors certify the devices meet or exceed the minimum requirements defined on the quality assurance inspection record as stipulated in the device master record. The lot inspection report was reviewed. There were no non-conformities observed in the device lot.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, blower mister with IV sets extension or an attachment piece seems to be missing.